Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula's wings had a sharp edge that damaged the skin on the patient¿s neck.

Manufacturer narrative:
Communication was received confirming the product ID of the device to be a 5.0ped device. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the cannula's wings had a sharp edge that damaged the skin on the patient¿s neck.